Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer states that the physician questioned a sodium result for ise indirect na, k, ci for gen.2 for one patient sample. The customer pulled the original sample tube, repeated the sample, and the sodium and chloride results were a reportable malfunction. The initial sodium result was 167 mmol/l with a repeat result of 140 mmol/l. The initial chloride result was 128 mmol/l with a repeat result of 101 mmol/l. The initial result was from a sample that was aliquoted by a modular pre-analytics (mpa) system. The repeat testing was from manually loading the original sample tube on another cobas 6000 c (501) module. The repeat results were deemed to be correct. The customer pulled 10 other patient samples and processed the samples by both the mpa and by manually loading the sample tubes. All ion selective electrode results compared well. There was no adverse event. The sodium electrode lot number was z2385 and the chloride electrode lot number was m4442. The expiration dates were requested but not provided. The field engineering specialist was not able to find a cause. He cleaned the probes, checked and adjusted gear pressure, and ran mechanical checks. He performed a precision run which passed.

Manufacturer narrative:
Eval result code changed from "contamination by foreign material" to "environment problem".

Manufacturer narrative:
Further investigation showed that a contamination of the sample aliquoted by the modular pre-analytics was the likely cause. Both the sodium and chloride results were elevated which shows the sample was contaminated by the nacl diluent. This shows the error was caused by either a human error or pre-analytics.